Manufacturer narrative:
A beckman coulter field applications specialist (fas) evaluated the customer's dxc 700 au chemistry analyzer and performed troubleshooting. The fse replaced the sample syringe, sample probe, and reset the ion-selective electrolyte (ise) tubing which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse verified system performance. No further issues were reported and the customer was satisfied. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 700 au chemistry analyzer. The results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.